Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 10f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath, and the interventional procedure was completed. Reportedly post procedure, the knot of the two pre-placed sutures were successfully advanced to the vessel wall and tightened (functioned as intended); however, complete hemostasis was not achieved. A new prostyle device was added however bleeding continued. The anti-coagulation medication was reversed and pressure was applied. A 14f sheath was inserted however bleeding continued. A cutdown was performed. A patch was applied and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible partial capture of tissue occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.